Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that they had broken plastic ring on reservoir compartment. Customer mentioned that when she pulled out insulin pump from her pocket and there was a half ring of black plastic. Customer states that reservoir was locking in place at that moment but she was not sure that it will lock if she removes the reservoir. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with cracked case at display window corners and broken half of reservoir tube lip, however test reservoir was able to lock/click into place properly.